Event description:
It was reported the tsb35 was used during an ectopic pregnancy procedure. It was reported by the affiliate the device did not staple or cut the tissue. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
H6; damaged firing mechanism. Based upon the information received, and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged finring mechanism. No conclusion could be reached as to how this damage occurred.